Manufacturer narrative:
The device was returned to zoll malaysia for evaluation. The customer's report was observed during review of the device data logs. Error 11 could not be duplicated in the depo environment. The error is suspected to be caused by prolonged exposure to high humidity. This error does not prevent the device from performing rescues. After battery reinstallation and coulomb counter reset, the error did not reappear. The device was recertified for clinical use. Findings suggest error 11 may be false positive due to excessive humidity. It is recommended that the device be relocated to a humidity-controlled environment. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.